Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The investigation found calibration and quality control prior to the event did not indicate an issue. The field service representative replaced the measuring cell and ran performance tests which were within specification. The investigation did not determine the root cause. They concluded a possible reason for the high trop t results was too short centrifugation time of the sample at a too high g-force. No adverse events were reported.

Event description:
The customer received questionable troponin t stat, cardiac t (trop t) results for two patient samples. All testing was performed on the same elecsys 2010 rack analyzer. Patient 1, initial result was 0.034 ug/l (accompanied by a data flag). The sample was repeated twice recovering <0.010 ug/l (accompanied by a data flag) both times. The result <0.010 ug/l was reported outside the laboratory. Patient 2, initial result was 0.146 ug/l (accompanied by a data flag). The sample was repeated three times. The first and second repeat results were both <0.010 ug/l (accompanied by a data flag). The third repeat result was 0.014 ug/l. The result 0.014 ug/l was reported outside the laboratory. The patients were not harmed by the event. The trop t reagent lot number was 158877.